Event description:
Customer reports discrepant result with meter compared to lab. Date: (B)(6) 2010; inratio: 1.2; lab: 2.1 (results done with 2 hours).

Manufacturer narrative:
Investigation pending.